Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of 400 mg/dl to "high", specific value was not provided. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer declined to provide further information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.